Event description:
The patient reported that the pump alarmed for a low battery and the pump was very hot. The patient reported that when the battery was removed it was also very hot to touch. The patient reported that there was no corrosion or moisture in the battery compartment. The patient reported inserting a new battery and the pump powered normally without a temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed a drop in the battery voltage on (B)(4) 2011 and (B)(4) 2011. The battery cap was not returned with the pump. A test cap was used for testing purposes. The battery cap was turned once with no occurring power loss. The rewind, load, and prime steps were performed on the pump and no power issues were found. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss. All electrical current readings were found to be within specification. All power connections were inspected and no defects were found. A visual inspection was performed on the returned battery and there no signs of damage. The battery was tested in the pump and the pump emitted a replace battery alarm after the date and time were confirmed. The reported hot pump and battery cap was not confirmed or duplicated during investigation.